Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that vent filter analysis performed had determined that the pump was at its end of life. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The pt remains on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.